Event description:
The customer reported that after processing, the tissue samples had been sub-optimally processed. One patient required a re-biopsy as the specimen could not be diagnosed.

Manufacturer narrative:
An investigation of the event is currently underway and it will be submitted in a follow-up report.